Event description:
It was reported that the implants at tooth site #33/43/31 failed to integrate and were removed. Non-integration.

Event description:
It was reported that the implants at tooth site #33/43/31 failed to integrate and were removed. Non-integration.